Manufacturer narrative:
Patient¿s weight was not provided. Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that pump stoppage occurred secondary to battery depletion. Log file analysis by the manufacturer's technical services confirmed that the external batteries were depleted, followed by depletion of the system controller backup battery. No additional information was provided.

Manufacturer narrative:
Section a4: correction.

Event description:
It was reported that there was no adverse event for the patient related to the pump stoppage. The amount of time without support due to the battery depletion was unknown. The cause of the battery depletion was that the patient fell asleep on battery. The patient was reportedly explanted on (B)(6) 2018 for recovery and was doing well.

Manufacturer narrative:
At the time of the event the pump remained in use; however, the pump was explanted at a later date due to recovery. The pump was subsequently received for investigation. The evaluation is not yet complete.

Manufacturer narrative:
The reported pump stop was confirmed through evaluation of the submitted log file. On (B)(6) 2018 12:47pm, low battery hazard alarms were captured due to low battery power and resulted in the lvad system switching to power save mode. The lvad system switched to the system controller internal backup battery at 1:01am due to depleted 14v batteries, until the system controller shut off due to the backup battery being depleted. A clock reset was captured when the lvad system was reconnected to external power, however, a specific duration of time for how long the pump was off could not be determined through this evaluation. The data showed device operation with multiple yellow wrench alarms captured due to the clock not being set until (B)(6) 2018 12:11pm. The account reported the patient fell asleep on battery power. The patient was later explanted for cardiac recovery on (B)(6) 2018. No device-related issues were reported. The hmii IFU explains that the system must be connected to the power module when sleeping or when there is a chance of sleep. No further information was provided. The manufacturer is closing the file on this event.